Event description:
It was reported when using the bd pyxis medstation system, station was not auto launching. The customer stated that there was a delay in dispensing medication due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to the corrupted database and malfunction was caused by software failures. A field service engineer stopped the ms sql server service, moved the database to d: temp, repaired the application, completed the database drop, encrypted new database and set back up to simple then restarted the application and performed a data sync to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.